Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9170835. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing clamp was found damaged before use when removing it from the packaging. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020. When the nurse prepared to use intima-ii for infusion to the child, she opened the package and found that the clamp was broken and could not to clamp normal. No adverse effects for patient.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing clamp was found damaged before use when removing it from the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, when the nurse prepared to use intima-ii for infusion to the child, she opened the package and found that the clamp was broken and could not to clamp normal. No adverse effects for patient."